Manufacturer narrative:
Date of event is estimated. It was reported to abbott during a patient's diagnostic check; it was found there were high impedance on contacts 9-16. X-ray showed both leads had migrated. Therapy was turning off. A revision surgery is planned but is pending scheduling. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. It revealed via x-rays that both leads had migrated. Surgical intervention may take place to address the issue.